Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing fluctuating blood glucose (bg) levels over the course of a few days ranging from 500 (mg/dl) to 40-50 (mg/dl). The customer stated the fluctuating bg levels was due to their medical condition, gastroparesis. Food was consumed to address low bg and no action was taken to address the high bg. A recommendation was made for the customer to discuss fluctuating bg levels with their healthcare provider.